Event description:
Customer reported, the system intermittently displays communication errors and shuts down. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the 5v power supply in c-arm, reseated the fluoro functions board and the chips on the board. Removed and replaced the generator interface board. Reloaded calibration files and tested system operation without any errors. System is operating as intended.